Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported the jaw broke off of the device during a lower anterior resection. The piece was recovered from the patient and there were no patient consequences reported. The device will not be returned.